Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection after her trial and went to the hospital. Antibiotics were given and the patient was doing well. No further information was provided to bsn.